Event description:
It was reported that the metal connector piece became detached. Per the reporter: "connector off, came apart". The drug in the pump was described as "other", no pt symptoms were reported. The catheter was replaced due to a break, tear or hole. The pump was also replaced. No injury was reported; the pt recovered without sequela.